Manufacturer narrative:
(B)(4). The device is being retained by the hospital. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Attachment: sus voluntary event report number mw5072829.

Event description:
Sus voluntary event report received states, " during procedure the shaft of the balloon snapped and the distal portion remained in the coronary artery. Surgeon was able to remove the remaining portion under fluoro with no complications to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.